Manufacturer narrative:
Other, other text: returned device was received in good physical condition however there was evidence of ingression around the dso seal. Evidence of reported problem in event log was found. During the evaluation of the device, ec 1660 was not able to be duplicated. This fault is a watchdog timer error and is transient in nature. The software was reloaded as preventative maintenance but the pump was found to be fully functional. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an error 1660 during testing. There was no patient involvement.